Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that his blood glucose level dropped very low and the ambulance came. They gave him glucose shots until he was responsive. Customer's blood glucose level was not reported. He treated his blood glucose with food. It took him three days to get over his low blood glucose level. The insulin pump was exposed to a x-ray. The insulin pump was leaking where the reservoir was broken. He had 17 strokes. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.